Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, cloudy fluid and emesis. The breach in aseptic technique was further described as touch contamination. On the same day, the patient was hospitalized for the event and was discharged after three days. The patient was treated with vancomycin (dose, frequency, and route not unknown) and amikacin (dose, frequency, and route not unknown) for peritonitis. Ten days after being discharged from the hospital, vancomycin treatment was withdrawn. Dianeal therapies were ongoing. It was not reported if patient was retrained on proper aseptic technique. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.